Manufacturer narrative:
H6, medical device problem code a150105 has been removed and updated with a1101.

Event description:
It was reported that an automated impella controller did not work. The flightmode button was blinking continuously and flighmode was not connected. No patient harm was reported.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.